Event description:
It was reported that the insulin pump alarmed motor error. Customer's blood glucose was 130 mg/dl. Troubleshooting was done. Customer stated that she uses sensor feature. Customer was able to complete the rewind sequence. Advised customer the insulin pump would be replaced. Advised customer to discontinue using the pump and revert to a back-up plan per health care provider. Customer reported also that she was had been running low like in 40mg/dl - 60mg/dl. Customer treated with food and stated she may have over bolused. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.